Event description:
Information was received from user facility via a manufacturer representative regarding a device used for direct lateral lumbar interbody fusion. It was reported that the inserter was broken. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 2942001, lot # ct13k004 - visual and microscopic examination confirmed the weld that connects the handle to the inner shaft is broken. Microscopic examination of the weld did not show any obvious signs of defects that could contribute to the instrument weld breaking. This type of damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.